Manufacturer narrative:
Product analysis: analysis found that the device was sensing low intermittently. As a result the main board assembly and lead connection flex assembly were replaced and the device was calibrated. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.